Manufacturer narrative:
Product ID: 97702, serial# (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator.

Event description:
The healthcare professional reported via the manufacturer representative that the patient experienced a lack of coverage to the right hip post-implant. The hcp was unable to place the lead high enough due to not anatomy. Diagnostics and troubleshooting included rp. The issue was not resolved at the time of the report. A surgical intervention (lead revision) was planned to resolve the issue. The patient outcome was alive with no injury. The indication for therapy was failed back surgery syndrome and spinal pain.

Event description:
Additional information was received from the manufacturer representative (rep) stating that the cause that prohibited the lead from being implanted high enough was due scar tissue and anatomy. It was noted that it was not due to device malfunction or design issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.